Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had leak at the o-ring. Customer¿s blood glucose level was 135 mg/dl. Customer also reported that the plunger was missing, out of the box. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir. Using a new lab plunger and transfer guard reconnected plunger and transfer guard, performed pre-fill test to reservoir per dop114-811 and es9041. Found no leakage anomaly during filling. Cannot performed manual test per dop114-811 appendix g to reservoir due to the plunger not returned.